Manufacturer narrative:
No consequences or impact to patient (B)(4); high test results (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Cuvette washer pump bellows, cuvette dryer tips. The evaluation of the issue consisted of a review of complaint records, current architect c8000 labeling, and the information provided including the complaint text. The architect system operations manual contains adequate information to assist the customer with resolving discrepant results. The manual lists multiple probable causes for discrepant results including washer is not functioning properly, cuvette dry tip is damaged, and probe wash pump poppet valve has failed. The complaint text notes an abbott field service engineer (fse) noted large droplets present on the cuvette washer 1, 4 and 5 nozzles, and numerous bubbles in the cuvette wash pump bellows. The fse replaced the cuvette washer pump bellows, and repositioned the cuvette washer. The fse also replaced the cuvette dryer tips. A review of complaint history found architect c8000 serial no. (B)(4) has not generated discrepant results since the fse performed this cuvette washer service. A review of architect c8000 field performance data did not identify an increase in complaint activity for the issue the customer experienced. Based on the available information and this evaluation, no deficiency was identified for the architect c8000 processing module list no. 01g06-01 related to the issue under evaluation.

Event description:
The customer stated they have observed an upward shift in patient results on the architect c8000 magnesium assay. The customer stated upon calibration, controls are within specification and patient results are within expected range. However, about an hour after assay calibration, patient results shift high and controls are imprecise. A patient generated a result of 3.42 mmol/l but upon repeat, yielded a result of 0.84 mmol/l. No impact to patient management was reported.